Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. The definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Based on historical quality control data, there was no indication the vitros tropi es reagent issue contributed to the event. However, the level 1 control does not adequately evaluate performance of the vitros tropi es reagent to sample with troponin I concentrations <url (0.034 ng/ml), therefore a reagent issue cannot be entirely ruled out as a contributing factor. In addition, the customer is not following the sample collection device manufacturer¿s recommended centrifuge protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Vitros patient result: 1.30 ng/ml vs. <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The higher than expected result was reported from the laboratory, however there was no allegation patient harm made as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).